Manufacturer narrative:
Device not returned.

Event description:
It was reported that the lv lead was dislodged and was confirmed via x-ray. Patient was asymptomatic. The lv lead was extracted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Mandatory medwatch form (B)(4) received. Correction: information was previously not reported. Correction: the previous reported evaluation results (analysis was normal. No anomalies were found) was incorrect. The correct information is- the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information on (B)(6) 2017 indicated that patient was admitted due to increase in shortness of breath and heart failure. Loss of capture was noted on the lv lead.